Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implants and improper implant size selection. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant p/n 7050-100, lot 170861, manufactured 20 sep 2013, expires 2018-08; ifuse implant p/n 7055-100, lot 159784, manufactured 06 jun 2013, expires 2018-06; ifuse implant p/n 7055-100, lot i0788, manufactured 26 feb 2014, expires 2019-02.

Event description:
In (B)(6) 2014, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. The patient reported pain following the procedure. The surgeon determined that the implants were not implanted to the proper depth. In october 2014, the surgeon performed a revision surgery where he removed the most superior implant and replaced it with a longer ifuse implant in a different trajectory. He then backed out each of the remaining two implants a few millimeters. The patient is doing fine after the revision surgery.